Event description:
As reported by customers solicitor: on or around (B)(6) 2008 the claimant underwent a left hip replacement with a follow up operation on or around the (B)(6) 2009. The head and liner were revised due to infection, it was noted "no obvious signs of infection" in the operative notes.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#alumina v40-femoral head 32mm, -4mm nk; cat# 6565-0-032; lot# 23690401. Device name#trident psl with purefix ha 54mm; cat# 542-11-54f; lot# 28582501. Device name#acetabular dome hole plug; cat# 2060-0000-1; lot# emmke. Device name#6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mepmmd. Device name#6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot#lw9mle. Device name#accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cat# 6021-4535; lot# 281495702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported by customers solicitor: on or around (B)(6) 2008 the claimant underwent a left hip replacement with a follow up operation on or around the (B)(6) 2009. The head and liner were revised due to infection, it was noted "no obvious signs of infection" in the operative notes.

Manufacturer narrative:
Reported event: an event regarding infection involving a ceramic liner was reported. The event for infection was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -medical records evaluation: a review of the provided medical records by a clinical consultant indicated: "event confirmation: a primary tha can be confirmed. A return to the or and head and liner exchange can be confirmed. Revision surgery can be confirmed. Root cause: the root cause of the primary tha was the root cause of the presumably oa but cannot be defined. The root cause of the wash out was concern for infection. The root cause of the revision surgery cannot be stated, but infection appeared to be the actual cause of the hip problem. Subsequent revisions were due to infection." -device history review: not performed as the lot number is unknown. -complaint history review: not performed as the lot number is unknown. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "event confirmation: a primary tha can be confirmed. A return to the or and head and liner exchange can be confirmed. Revision surgery can be confirmed. Root cause: the root cause of the primary tha was the root cause of the presumably oa but cannot be defined. The root cause of the wash out was concern for infection. The root cause of the revision surgery cannot be stated, but infection appeared to be the actual cause of the hip problem. Subsequent revisions were due to infection." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.